Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("tube removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (I have 5 kids). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), fallopian tube disorder ("tubes are scared") and emotional disorder ("emotionally hard"). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the salpingectomy, fallopian tube disorder and emotional disorder outcome was unknown. The reporter considered emotional disorder, fallopian tube disorder and salpingectomy to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("tube removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (I have 5 kids). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), fallopian tube disorder ("tubes are scared") and emotional disorder ("emotionally hard"). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the salpingectomy, fallopian tube disorder and emotional disorder outcome was unknown. The reporter considered emotional disorder, fallopian tube disorder and salpingectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.